Event description:
It was reported that the pt has 5 channels available for stimulation. Diagnostic imaging showed part of the electrode as being out of the cochlea, revision surgery to reinsert the electrode has been scheduled.

Manufacturer narrative:
Not available. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.